Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 6.0 x 150mm biomimics 3d (bm3d) stent in the superficial femoral artery (sfa) middle third to distal third segment in the left leg to treat a denovo lesion. A contralateral approach was used and the lesion was prepared with atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta) balloon. The treated segment was also post-dilated with pta. On the (B)(6) 2022, the site identified an occlusion when the patient was seen for their 12-month follow-up. It was reported as possibly device related and not related to the procedure. It was target lesion related. Duplex ultrasound (dus) showed monophasic waves throughout the left leg. Ankle brachial index (abi) was determined as abnormal. The patient complained of pain and weakness in the leg. Computed tomography angiography (cta) was performed on (B)(6) 2022 which showed "short segment narrowing or occlusion" of left sfa stent. The patient underwent an intervention on (B)(6) 2022 and was found to have an occlusion in the mid/distal portion of previously placed stent. Laser atherectomy and drug coated/eluting balloon (dcb/deb) treatments were performed on the sfa middle third to distal third, and a viabahn 6.0 x 100mm covered stent was placed within previously placed bm3d stent. It was reported as a target vessel/lesion revascularisation (tlr/tvr). The event outcome was reported as resolved/recovered. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion leading to intervention and leg pain/claudication/ischemia are listed in the biomimics 3d instructions for use and are known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 6.0 x 150mm biomimics 3d (bm3d) stent in the superficial femoral artery (sfa) middle third to distal third segment in the left leg to treat a denovo lesion. A contralateral approach was used and the lesion was prepared with atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta) balloon. The target lesion was also post-dilated with pta. On the (B)(6) 2022, the site identified an occlusion when the patient was seen for their 12-month follow-up. It was reported as possibly device related and not related to the procedure. Duplex ultrasound (dus) showed monophasic waves throughout the left leg. Ankle brachial index (abi) was determined as abnormal. The patient complained of pain and weakness in the leg. Computed tomography angiography (cta) was performed on (B)(6) 2022 which showed "short segment narrowing or occlusion" of left sfa stent. The patient underwent an intervention on (B)(6) 2022 and was found to have an occlusion in the mid/distal portion of previously placed stent. Laser atherectomy and pta/standard balloon angioplasty were performed on the sfa middle third to distal third, and a viabahn 6.0 x 100mm covered stent was placed within previously placed bm3d stent. It was reported as a target lesion revascularisation (tlr). The event outcome was reported as resolved/recovered. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion leading to intervention and leg pain/claudication/ischemia are listed in the biomimics 3d instructions for use and are known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.